Event description:
Subsequently, an internal technical service consultant was contacted and reviewed the data. As threshold and sensing changes have been noted, it was thought this may be due to a physiological disturbance or a lead issue. The information has been provided to the physician and is being further monitored.

Event description:
Boston scientific received information that this right ventricular lead was successfully implanted. High out of range impedance measurements were observed. The lead was disconnected and reconnected to the device and impedance measurements that were high, but within normal range were obtained. Defibrillation threshold (dft) testing was successful with a 29 joule shock. Five weeks later, follow up revealed high out of range impedance measurements. In addition, r-wave amplitude had decreased and threshold measurements were increased. An x-ray did not reveal any abnormalities with the connection and lead placement. A decision was made to further monitor this lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.